Event description:
Nicu infant had red bumpy sometimes weepy rash noted where 3m red dot neonatal ECG radiolucent monitoring electrode was placed. The nurse stated that the skin crusts after lead is removed from the specific area of skin with abnormal pigmentation. The nurse also stated that these particular leads seem to encourage a rash in preterm infants particularly after infant has gone through a suspected or actual infectious process.======================manufacturer response for 3m red dot neonatal ECG radiolucent monitoring electrode, 3m red dot (per site reporter).======================the manufacturer rep is looking into the concern. She plans to speak with technological staff. She also stated that this problem is not widely reported.what was the original intended procedure?telemetry monitoring.